Event description:
N/a.

Manufacturer narrative:
UDI information (B)(4). Sample was received for evaluation. Images were taken of the ¿as received¿ valve and are attached. The position of the cam when valve was received was 70mmh2o. The valve was visually inspected: no defects noted. The valve was hydrated. The valve was tested for programming and the valve passed the test. The valve was flushed and passed the test no occlusion was noted. The valve was leak tested and no leaks noted. The valve was reflux tested and passed the test. The siphon guard was tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed the test. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a hakim valve would not flow prior to implant. During air removal, there was a confirmed water flow defect.